Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device was interrogated during follow up and when the vibratory alert was triggered, the patient did not feel anything. No intervention was done. The patient will be monitored by merlin@home and is in stable condition.